Manufacturer narrative:
Associated device: lfit morse taper head, catalog # 01-2200, lot code 40142102. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the patient had a revision surgery due to a pain and a stucking between the head and the bipolar." It was further clarified that "stucking" meant that the inner head cannot move smoothly into the bipolar cup.